Manufacturer narrative:
Additional follow up was conducted with the initial reporter for the additional occurrences of itching. In her opinion, the pt has a history of lodging complaints. She did not believe the itching was dialyzer reaction. Treatment records, progress notes and lab results were received from the facility and a clinical investigation is in process. Lab results showed the pt had an elevated phosphorous level, 7.0/6.3 during (B)(6) 2015. Eosinophils were within normal range. The plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
A product complaint was received from a facility clinical manager (cm) who reported a pt who experienced itching with the use of the product. Upon follow up with a registered nurse (rn) of the facility it was reported the pt had experienced itching which would begin during the treatment. The pt reported the itching would escalate in intensity post treatment. No info was provided regarding any measures the pt would undertake to alleviate the itching while outside of the dialysis facility. The physician ordered a change to another manufacturer's dialyzer and the pt reported cessation of the itching. The rn reported the itching began several weeks prior to the date of event and estimated an additional four events. The pt is reportedly doing well and continues on hemodialysis with the other manufacturer's dialyzer. There is no sample product to return. The dialyzer was discarded. From medical records: hemodialysis orders: dialyzer: 160nre optiflux; dialysate: 2.0k 2.0ca, 1.0mg, 100 dextrose; estimated dry weight: 63.0kg; uf profile-no; sodium: 137; bicarb machine setting: 35; blood flow rate 500; dialysate flow rate: autoflow 1.5; scheduled hours: 3:30; sodium modeling: no.

Manufacturer narrative:
The results of the clinical investigation reveal the following: the hemodialysis treatment sheets included in these medical records make no mention of any itching or any adverse events. However, the dialysis clinic progress notes dated (B)(6) 2015 state the dialysis clinic "received authorization to switch pt to a baxter exeltra dialyzer due to itching with the fresenius dialyzer". This note is the only mention that pt experienced itching with the fresenius products. The medical records do not indicate there was any intervention for the alleged itching. On (B)(6) 2015, the pt was started on baxter exeltra 150 dialyzer. The progress notes reveal on (B)(6) 2015 that the pt has had no itchiness since the dialyzer was changed to baxter.

Manufacturer narrative:
The complainant facility was unable to provide a sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 12 lot numbers shipped to the customer during that time (with the reported catalog number). The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. The lots passed pyrogen testing and sterilization dosage was within parameters. Therefore, the reported complaint is not confirmed. The post market clinical department is reviewing medical records and treatment data. A supplemental medwatch will be submitted.